Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive and reloaded software. System operates as intended.

Event description:
Customer reported the workstation will not boot up and all monitors are blank. No pt injury was reported.